Event description:
The account alleged the bed exit alarm is too low. No patient impact.

Manufacturer narrative:
The tech found the audible alarm is inoperative and has a very low tone. The tech replaced the scale board and also put an external alarm on the bed to resolve the issue.